Event description:
It was reported that there was far field oversensing on the right atrial lead. The lead remains in use. The patient is participant in the attain performa quadripolar lead study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6935 implantable tachy lead (B)(6) 2013; dtbx1qq implantable cardioverter defibrillator (B)(6) 2013.